Event description:
During c-section handpiece stayed activated after doctor had stopped activation. Or staff thought it was the unit and not the handpiece. Or staff swapped out units (esus) and used the same handpiece. The or staff encountered the same problem with the handpiece. The biomed checked out the first esu and handpiece and found both esu and handpiece functioned as intended. The second esu was checked by the biomed. The last error code stored in the unit was an accessory error code. Biomed javier fernandez revealed that the patient received a small burn between the stomach and the leg. The burn was minor, ointment was applied and the patient was discharged the next day since she did have a c-section.

Manufacturer narrative:
The suspect device has been returned to conmed electrosurgery. Once our investigation is completed, we will submit our findings/investigation results to the FDA via a follow-up 3500a form.